Event description:
The patient reported that they were going to have procedure soon and could not turn their device on or off. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had lost the previous device and that led to them being unable to turn the device on/off. It was noted that they were sent another one to resolve the issue.